Event description:
Arrow temporary pacing catheter introducer kit used to place transvenous pacer in patient. Balloon on catheter tested outside patient prior to insertion. Catheter inserted and inflated; unable to get capture so balloon was deflated. Nurse noted blood return from balloon port. Procedure aborted, and catheter removed from patient. Upon removal of catheter from patient, there was no longer a balloon attached to the catheter. Balloon catheter never appeared on any subsequent imaging of patient. Review of event felt that it was possible the wrong syringe may have been used to test balloon prior to insertion, and this may have altered the balloon integrity unbeknownst to providers. Kit contains multiple syringes but only one is intended for testing balloon. Kit instructions state that 0.75 cc syringe should be used for testing, but without specific label on syringe to indicate test syringe, it may be very easy for user to mistake this and use wrong syringe, especially amidst a procedure.